Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was broken outside of the patient¿s body. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr d/l groshong nxt PICC. The sample contained usage residue throughout and a complete break at the distal edge of the molded joint was confirmed. Tactile evaluation of the of the detached catheter segment revealed extreme tensile strength loss from the distal fracture site through the 56cm depth marker. Microscopic examination of the fracture surfaces showed that both mating surfaces were rough, granular, topographically complex, and contained a concave/convex feature set. The observed features were characteristic of a tensile break. It appeared that the catheter had been pulled to the point of failure. No potential manufacture contribution was observed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was broken outside of the patient¿s body. No patient harm reported.